Event description:
On (B)(6) 2012, pt reported the infusion device displayed an a5 pump timer alarm, and she was unable to clear the alarm by pressing the check button. Pt reported this caused her blood glucose to elevate to 400 mg/dl, and her normal blood glucose is 120-130 mg/dl. She treated hyperglycemia with an insulin pen. She inserted a new alkaline battery, and she was still unable to clear the alarm. None of the buttons on the infusion device would respond. She reported the buttons did not make a "clicking sound" or pop up after being pressed. The infusion device was not dropped on a hard surface. The infusion device was replaced and requested for eval. She did not require treatment from a healthcare professional or second party to address the issue.